Event description:
It was reported that the surgeon was drilling a screw into a nail and missed the nail and drilled through the aiming arm instead. The surgeon was able to complete the surgery with a twenty minute delay and no harm to patient. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Event date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.